Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment of both devices, the sutures broke and did not hold. A guide wire and hemostasis sheath was re-inserted into the access site until the activated clotting time decreased to 180 seconds. The hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The needle plunger, suture, cuffs, link, and needles, key components of the device, were not returned; therefore, the reported suture break could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.